Event description:
I have bad legs that came on to me quite suddenly, on vacation. I was feeling good until on that sunday, started cramping in legs, when I was moving. I could sit and nothing happened at all, but the minute I stood, I felt as if I was falling down, if I didn't grab onto a chair or something. I went to the emergency room and they thought it was a blood clot, so did an ultra-sound. That came back good, so they gave me pain pills & muscle relaxers, and that didn't seem to work and getting worse, so back to hospital, and they did an MRI, finding bulging 4 & 5 discs, so they put me on prednisone, and I left for home, back to ny. I went to my dr. And he took me off the prednisone, to see if it got better. I even went to a back specialist and he advised going to therapy, which I have been doing twice a week for a month. It doesn't seem to be getting any better and I came across a warning on the internet about a product, which my husband and I do use almost every day. That product is fixadent denture adhesive, and the symptoms match mine to the letter. I though you should know and to inform others of this product being not what it seems. I will be having a blood test to determine, if there is excessive zinc or copper in my blood, praying that I am wrong, and feeling better soon. Frequency: everyday. Diagnosis: hold dentures in place.